Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. Analysis was unable to perform excessive no delivery test due to motor error alarm. The excessive no delivery alarm was unable to be verify due to motor error alarm. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The customer performed troubleshooting and the no delivery alarm reoccurred. The device will be returned for analysis.